Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. After treatment, the patient experienced removal or revision surgery resulting from complications from mesh.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced loss of enjoyment of life, distress, fistulas, recurrence, vomiting, mesh displaced from original position, small bowel obstruction, severe abdominal pain, pain into the peritoneum, mesh wrinkled up, dyspareunia, radiation damage to and/of scar perineum and posterior vagina and adhesions. Post-operative patient treatment included excision of mesh, placement of new allomax mesh, CT-scan, medication, diagnostic laparotomy, and lysis of adhesions. Relevant tests/laboratory data:(B)(6) 2010: op note stated CT consistent with a small bowel obstruction. CT suggested a loop of bowel adherent in the pelvis with a transition zone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, vomiting mesh displaced from original position, small bowel obstruction, severe abdominal pain, pain into the peritoneum, mesh wrinkled up, dyspareunia, radiation damage to and/of scar perineum and posterior vagina and adhesions. Post-operative patient treatment included excision of mesh, placement of new allomax mesh and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, mesh displaced from original position and adhesions. Post-operative patient treatment included excision of mesh, placement of new allomax mesh and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.